Event description:
It was reported that during clinic follow-up the device was in backup vvi. The pt notifier was delivered two days ago. A device image was saved and a device download was performed successfully. The clinician will have rep send the image to technical services at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.